Manufacturer narrative:
Weight - unk. Evaluation method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that contributed to the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is mishandling or a loading error. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The incision was enlarged to remove the lens in one piece and two sutures were required to close the incision. A different model len was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - surgical incision, enlargement of, surgical procedure, incision sutured. (B)(4) - lens (iol), torn, split, cracked. Method: work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter stated the surgeon went to insert the lens but did not enlarge the incision enough. The surgeon pushed the lens into the eye but did not like the way it looked so removed it. The lens was reloaded, inserted a second time and the surgeon noted a tear in the lens. The reporter stated it was unknown at what point the lens was torn, if it had occurred during loading, insertion or if the lens was received that way.